Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 456 mg/dl. The customer experienced nausea, body aches, dizziness, and a pins and needles sensation in his face. The customer's hyperglycemia was caused by an increase in electrolites due to his potassium level. The customer was treated with periodic blood work and insulin pump boluses. The patient's blood glucose has since decreased to 122 mg/dl. The insulin pump was inspected. The drive support cap appeared normal. The displacement test passed as well. The customer also completed the self test last night and today. No products were returned or replaced.